Event description:
Reporter noted corneal burn at the start of phaco. Changed handpiece and tip to continue. Six sutures required to close wound. Prognosis reported as guarded because of corneal scar and associated distortion.